Event description:
It was reported that the patients spinal cord stimulation (scs) lead was fractured, and the implantable pulse generator (ipg) was no longer working as intended. The patient underwent a scs system explant procedure and was doing well postoperatively. The explanted device will not be returned as it was retained by customer.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2316500. Model: sc-2316-50. Serial: (B)(6). Batch: 2000014148. UDI: (B)(4). Product family: scs-ipg-r upn: m365sc11320 model: sc-1132 serial: (B)(6). Batch: 18807071 UDI: (B)(4).